Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer received a button error alarm. The customer's blood glucose was 435 mg/dl. Customer had treated with an injection of insulin. The customer could not recall any significant events leading to the alarm. Customer's call was dropped before additional troubleshooting could occur. No additional information is provided.